Event description:
It was reported that the patient had a potential perforation from their right ventricular (rv) lead. When a new rv lead was implanted, the device had no pacing or capture present. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.